Manufacturer narrative:
H3 other text : third-party service center.

Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, the device was alarming and machine flow sensor was defective. The device's machine flow sensor needs to be replaced to address the issue.